Manufacturer narrative:
(B)(4): the device was returned for evaluation which found: no damage noted to the threads of mas head threaded interface. Visually confirmed approximately ~3mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the inner shaft diameter confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, consistent with torsional overload condition. The above findings are consistent with torsional overload.

Event description:
It was reported that the screwdriver was damaged from heavy use. Screw driver bit is rounded. No patient complications were reported.